Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the information available. Additionally, it was noted that the patient would follow up with the physician. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.